Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
Dealer is stating that the wheel locks are loose, and they are just replaced in (B)(6). No other information provided.